Manufacturer narrative:
Implant regio 44 fractured. Construction was a single crown. Bone loss and implant instability caused by patient related periimplantitis is documented. Fracture was caused by mechanical overloading of the implant after 14 years in situ.

Event description:
Implant fracture.

Event description:
Implant fracture.